Manufacturer narrative:
Literature citation: cement leakage in osteoporotic vertebral compression fractures with cortical defect using high-viscosity bone c ement during unilateral percutaneous kyphoplasty surgery by tie liu, zhe li, qingjun su, yong hai. Age at event: the average age was 74.8 years old ± 8. Sex: gender distribution was 54 females and 23 males. Date of event: unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿cement leakage in osteoporotic vertebral compression fractures with cortical defect using high-viscosity bone cement during unilateral percutaneous kyphoplasty surgery¿ that a series of 77 patients (23 males, 54 females) with single level osteoporotic vertebral body fracture (ovcf) underwent unilateral pkp. High-viscosity bone cement was used via unilateral pkp. Radiographic outcomes were evaluated by assessment of vertebral body wall breakage, fracture type, and vertebral body change. The exact rate of cement leakage (cl) was analyzed. 39 (50.6%) patients of the 77 treated cases were detected as having cement leakage. None of the cement leakage gave rise to clinical symptoms such as nerve injury, pulmonary embolism, and so on.